Event description:
It was reported that, as per dr (B)(6)'s office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Update: patient is complaining of pain in his right hip and swelling. Patient is also complaining of fevers reported as per broadspire. Additional information re sales rep; patient complained pf pain in hip area for the last six months plus. His MRI was positive for reactive tissues and he had a chromium level of 56. Dr (B)(6) removed the rejuvenate implant with in 45 minutes from the start of the case. It required the use of osteomis and steinman pins. After removal there was little bone loss and he was able to reimplant a securfit stem.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.